Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing resulting in many tachy episodes observed. The device was reprogrammed for sensitivity. Later, the device was noted to have undersensing, and eight hundred pause episodes were recorded since the patient's previous visit. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)